Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of aneurysm, this coil detached prematurely into the microcatheter during the insertion. The coil was removed from the patient. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, axium prime pushwire returned and found implant coil detached and missing. The proximal tip of the axium prime pushwire was found within the introducer sheath. The outer hypotube was found broken at the pushwire¿s proximal end. The proximal end of the pushwire was found to be broken and jagged on its proximal end; however, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). No other anomalies were observed. The axium prime implant coil was not returned for evaluation; therefore, any contributing factors from the axium prime implant coil could not be assessed. Per the customer report, the implant coil detached within the microcatheter and the coil was removed from the patient. The likely cause for the detachment of the implant coil was likely due to the broken pushwire with the release wire pulled out from the hypotube causing the coin to pull back from the lumen stop. The cause for the break in the pushwire; could not be determined. All parts of the pushwire which could affect detachment were found to be within specifications. All products are 100% inspected for damage and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: "handle the axium prime detachable coil with care to avoid damage before or during treatment". If information is provided in the future, a supplemental report will be issued.